Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, the patient recently experienced a fall which caused migration of the neurostimulator. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to the implant (patient fall, accident) as the patient recently experienced a fall (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they can see and feel one of their neurostimulators near the surface of the skin and migration was confirmed. The patient does not need or use the pns system and requested an explant procedure. An explant procedure was performed on (B)(6) 2024 with no complications.